Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned product: six ( 6) samples were received for evaluation; 5 of them were closed and 1 of them was opened. The 5 closed samples were within specifications, the one opened sample has" rest of thread" on the end of the catheter. The threads are needed to hold the thinnest catheter back while the whole catheter is going to be unfolded [during production]. Then the threads are supposed to be removed from the catheter tip when the catheter is taken out for use. Apparently, the thread was not removed, as it should in this case. Medical explanation: our medical advisor has explained this in former cases regarding thread on tip: the faulty products with the thread should be disposed. Based on discussion and evaluation with our device experts and medical doctor it is concluded that the irritation to the urethra mucosa is negligible. Furthermore, it is assumed that the risk of detachment of the thread from the catheter tip is very unlikely since this will require some friction. The coating material prevents the friction. If the user finds a faulty catheter with a tread, it should be disposed.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. However, the complaints are monitored closely for a forming trend and reported to management on a monthly basis. Production has been informed. On 06/30/2017: report was delayed due to an esg issue. Tickets (B)(4) were opened on (B)(4) 2017 and not resolved until (B)(6) 2017.

Event description:
According to the available information, the user has noted that the catheter was sometimes unpleasant to introduce. The user has recently observed that on some of the catheters there were leftovers of wire at the tip of the catheter. The user has observed rupture at the urethral opening, bleeding, pain and in (B)(6), a patient was admitted with urinary tract infection, where he was treated with 4 types of antibiotics. The user was admitted and received an antibiotic intravenously and was printed with a subsequent antibiotic tablet cure.